Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that the lead was returned with fully extended and stretched helix.

Event description:
It was reported that the lead appeared to have a bent helix that occurred during the implant. The lead was not used and a new one was implanted. No patient complications have been reported as a result of this event.